Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 16 mmol/l. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that prior to the blood glucose excursion, the pump had experienced a temperature issue. The patient went off of pump therapy as a result of the blood glucose excursion. This complaint is being reported because the patient experienced a hyperglycemic event while on the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-jan-2018 with the following findings: the pump's black box verified that the voltages were steady with no drop recorded. The pump's electrical current draws were within specifications. No damage was observed to the power circuit. The pump was exercised for 24 hours with no issues. No delivery defects were found with the pump. The alleged issue could not be duplicated.